Event description:
It was reported that patient faced issue with infusion set leakage at site on (b)(6) 2025.

Manufacturer narrative:
Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates QP-IC-2026-0020 (IC Retrospective Complaint Review) and QP-IC-2026-0024 (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.Additional information - This MDR is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions H11: Investigation summary Complaint Investigation Results:Electronic Quality Management System (eQMS) search: A query was run in the eQMS on 13/JUL/2026 against "Lot Number" 6009678" and Similar Malfunction Codes: Leakage from infusion site (cannula base part/cannula) (specific cause not identified), Insertion site egress - trace moisture / superficial wetness. The review confirmed that Lot 6009678 and the identified failure mode are not associated with any Nonconforming reports (NCR)or Corrective and Preventive Action (CAPA) of the same or similar nature.Similar Complaints search - Threshold NOT met or Exceeded:A query was run in the eQMS on 13/JUL/2026 against "Lot Number" criteria equal 6009678 and Similar Malfunction Codes: Leakage from infusion site (cannula base part/cannula) (specific cause not identified), Insertion site egress - trace moisture / superficial wetness used. The count of complaints is 1. The complaint number is: (b)(4).Visual Evidence Review:No photo was provided to support visual confirmation of the reported issue.Conclusion: Unable to perform visual verification; assessment based on available documentation only.CAPA Determination Assessment - Conclusion Summary of Complaint Investigation:Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI)(Monthly TRIPS and Alerts).Complaint Unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint. The Complaint was unconfirmed based on analysis.Conclusion Summary of Complaint Investigation:As a result of the following: A comprehensive review was conducted, including eQMS queries, similar complaint searches, visual evidence assessment, and CAPA determination. No NCRs or CAPA's of the same or similar nature were found for Lot 6009678 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending per WI (Monthly TRIPS and Alerts).Based on the available information, this event is deemed to be reportable malfunctionTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site:3003442380.